Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was kinked approximately 12.0 and 67.0 cm from the proximal hub. There were bends approximately 2.0 and 90.cm from the proximal hub. Conclusions: evaluation of the returned benchmark revealed two kinks along its catheter shaft. These kinks are likely a result of retracting the device from its packaging tube at extreme angles. Further evaluation revealed slight bends on the catheter shaft. These bends were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the shaft of the benchmark 6f 071 delivery catheter (benchmark) was kinked or pinched upon removal from the packaging. The kinked benchmark was found prior to use and therefore, was not used in the procedure. The procedure was successfully completed using a new benchmark.